Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received insulin flow block alarm during fill tubing. The customer was assisted with troubleshooting for insulin flow block alarm. Customer assisted with manual plunger push. Customer stated that insulin did exists. Customer stated that insulin pump alarmed during load reservoir and fill tubing process. No harm requiring medical intervention was reported. The device will be returned for analysis.